Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient's implant moves around a little bit since implant. Patient says her ins is in her stomach and that the healthcare provider said he put it in "upside down." Patient said this just for informational purposes. No symptoms reported regarding the patient's implant moving a little bit. No further complications were reported or anticipated with this event.